Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one female patient serum sample that was low/normal on alternate method 1. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 150 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (139.84 and 143.47 ng/l). This indicates a sample/patient specific incident. The customer also had the specimen run on alternate method 2 which resulted 41.8628 ng/l which is also above the reference interval (alternate method 2 reference interval: female 10ng/l; male 20ng/l). No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 will have similar results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." No potential product issue is observed. The customer is operational.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.